Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the handle on the delivery device instrument is broken. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.